Manufacturer narrative:
Block h6: imdrf patient code e1901 captures the reportable event of bacterial infection. Imdrf patient code e2306 captures the reportable event of anorexia. Imdrf patient code e2338 captures the reportable event of edema. Imdrf patient code e012206 captures the reportable event of tremors. Imdrf impact code f08 captures the reportable event of hospitalization. Imdrf impact code f2303 captures the reportable event of medication required.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was implanted transduodenal to the common bile duct for the treatment of jaundice due to pancreatic mass with an indication for extra-anatomical drainage during an endoscopic ultrasound-guided biliary drainage (eus-bd) procedure performed on (B)(6) 2025. On (B)(6) 2025, the patient tested positive for escherichia coli (e. Coli). The patient was initially discharged; however, on (B)(6) 2025, the patient was readmitted due to anorexia, leg edema, and tremor. The patient received intravenous antibiotic therapy. On (B)(6) 2025, the patient was on day 3 of empiric antibiotic therapy with amoxicillin/clavulanate (augmentin). On (B)(6) 2025, antibiotic therapy was continued with cefotaxime (claforan) for a planned duration of 10 days. From (B)(6) to (B)(6) 2025, the patient received antibiotic treatment with ceftriaxone (rocephin) in combination with metronidazole (flagyl). The patient was subsequently discharged on (B)(6) 2025. Per medical safety assessment, the event was assessed as possibly related to the study device and probably related to the study procedure.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was implanted transduodenal to the common bile duct for the treatment of jaundice due to pancreatic mass with an indication for extra-anatomical drainage during an endoscopic ultrasound-guided biliary drainage (eus-bd) procedure performed on (B)(6) 2025. On (B)(6) 2025, the patient tested positive for escherichia coli (e. Coli). The patient was initially discharged; however, on (B)(6) 2025, the patient was readmitted due to anorexia, leg edema, and tremor. The patient received intravenous antibiotic therapy. On (B)(6) 2025, the patient was on day 3 of empiric antibiotic therapy with amoxicillin/clavulanate (augmentin). On (B)(6) 2025, antibiotic therapy was continued with cefotaxime (claforan) for a planned duration of 10 days. From (B)(6) 2025, the patient received antibiotic treatment with ceftriaxone (rocephin) in combination with metronidazole (flagyl). The patient was subsequently discharged on (B)(6) 2025. Per medical safety assessment, the event was assessed as possibly related to the study device and probably related to the study procedure. ***additional information received on february 12, 2026, february 13, 2026, february 16, 2026, and february 28, 2026*** it was reported that the suspected source of the bacteremia was initially unreported by the site; however, the physician later indicated that the suspected source was digestive. The patient had known risk factors for bacteremia, including malignancy and diabetes. No further cultures were obtained and repeat blood cultures were not performed. The patient received antimicrobial therapy with ceftriaxone 1 g IV daily from (B)(6) 2025, and metronidazole 500 mg three times daily from (B)(6) 2025. The physician reported suspicion that the initial infection was not adequately treated, which may have allowed the infection to progress and subsequently require re-treatment during the hospitalization in (B)(6) 2025 following the patient's initial discharge. The patient was discharged home on (B)(6) 2025, without fever or chills and has since fully recovered. The stent remains implanted.

Manufacturer narrative:
Block b5 has been updated with the additional information received on february 12, 2026, february 13, 2026, february 16, 2026, and february 28, 2026. Block h6: imdrf patient code e1901 captures the reportable event of bacterial infection. Imdrf patient code e2306 captures the reportable event of anorexia. Imdrf patient code e2338 captures the reportable event of edema. Imdrf patient code e012206 captures the reportable event of tremors. Imdrf impact code f08 captures the reportable event of hospitalization. Imdrf impact code f2303 captures the reportable event of medication required.